Event description:
It was reported that the x-ray tube on the 9800 system was noisy. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube, cooling fan, and the temperature sensor were replaced during the svc call. The system was tested and found to be working as intended, and put back into service. (B) (4)